Event description:
It was reported that there was an atrophic non-union of an right olecranon fracture which required revision. A revision surgery was performed to remove all existing hardware, and patient was revised to an 8 hole extra-articular olecranon plate with a bone graft from the iliac crest. No reported time delays, no patient harm, no fragments. The procedure was successfully completed. This is report 1 of 4 for (B)(4).

Manufacturer narrative:
Additional narrative: patient height reported as: (B)(6). The investigation could not be completed; no conclusion could be drawn, as no product was received. A device history review was conducted. The report indicates that n o device was returned for evaluation. A review of the raw material device history record (DHR) did not reveal any complaint-related anomalies or nonconformances. The DHR review of the device manufacturing records indicated one nonconforming report (ncr) which was initiated at dimensional inspection for (B)(4) parts of (B)(4) having the variable angle through hole diameter oversized (as determined by a pass / fail attribute gage). All (B)(4) parts within the lot were sorted and inspected for this feature and the ncr was dispositioned to scrap the affected (B)(4) parts. No other manufacturing anomalies were noted. This lot of va-lcp x-articular proximal ulna plates was processed through the normal manufacturing routing. This order met all dimensional and visual criteria at the time of release with no issues documented that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.